Event description:
On 30-jan-2026, a company representative service personnel contacted technical service to report that centrella med-surg (product code p7900b100211, serial number (B)(6)), had CPR function not working. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
The baxter technician found the actuator needed to be replaced. Per the baxter service manual, it is necessary for the centrella bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Make sure the CPR feature operates correctly. Repair or replace the siderail if necessary. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed on may 08, 2025. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the actuator to resolve the reported event. Based on this information, no further action is required.